Event description:
Procedure type: laparoscopic endometriosis. According to the reporter: small shavings of plastic appeared in the abdominal wall as the port was inserted into abdomen. The surgeon needed to make another incision into the abdomen to retrieve the small shavings. No pt injury was reported. No add'l info was available at this time.

Manufacturer narrative:
Date initial report sent: 08/12/2008.